Event description:
Additional information was received from the manufacturer representative (rep). Manufacturer representative (rep) had another report from patient's stimulator. She states it was definitively off notably around 2/14-2/16ish and that she did not turn it off. She never turns it off. She states it has been off a couple times since the last interrogation.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-mar-24 case was opened to read reps email and retrieved medtronic files. Medtronic files reviewed and data collated. An email was sent to the rep with copy of charging sessions and dates with "loss with stim on" dates. This information matched information provided by the patient of date when stim was off. It was also noted less stim on/off events and less stim on/off events during charging sessions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep called today while with patient in clinic. Pt is being seen today due to complaints that ins is turning off by itself, possibly turning back on. Caller stated this has been happening since implant. Pt hasn't been seen by rep since post-op f/u visit after implant. Pt reported that this has been happening a couple times/month. Ts asked if rep had reviewed stim usage and recharging stats. Data showed for the last month, therapy was unavailable on 01-jan-2021. Recharge stats show battery at 10% on (B)(6) 2021. 30%: (B)(6) 2021, 40%: (B)(6) 2021, 50%: (B)(6) 2021, 60%: (B)(6) 2021. Data for usage only showing one month. Ts had rep create mdt file and will have them send to ts. The patient was also seeing the cannot find device message. After re-pairing the controller and charger they were able to charge without issue. No patient symptoms reported. The rep interrogated the device, reviewed settings, checked impedances and diaries. Reviewed all with tech support. It should be noted that stim was found to be off at the time of interrogation on the 19th of jan and the battery had been charged from 30% to 60% that morning. Pt denies turning device off prior to coming in. The pt was keeping a diary of the events at this time. Tech services reviewed files and confirmed the patient had several events of stim turning off due to low battery charge on: (B)(6) 2020 (day of implant) (B)(6) 2020, (B)(6) 2020, (B)(6) 2021 and possibly on (B)(6) 2021. Engineering said that stim would shut off once the battery is approximately around 3%. Unfortunately, this data doesn't quite match the information the patient reported of having this stim off event a couple times a month. There wasn't any data in december showing a stim off event. Tech services recommended the pt check the ins more frequently to keep and eye on the battery level and then charge as needed. The rep was told to consider that programming (dtm or hd) lends itself for not feeling stim. The rep said that didn't make any sense, as the lowest she was showing was 10%. The morning the rep saw her, the pt stated she got up and it was at 30% so she charged to 60% and when she arrived at the office, the stim was off. She states she had not turned it off. She texted me to say that she thinks it is turning itself off and on many times per day now, which I cannot figure out how she knows this, but states she has not yet seen 'stimulator is off' on the programmer. The rep may just have replacements change out her handheld and charger for peace of mind. She already is using dtm. Tech services did further digging into the stats to give a clearer picture. Tech services reviewed from end of oct 2020 to jan 19, 2021. Tech services reviewed there are some entries in red where stim was lost with stim on or stim off...this usually means that the ins was depleted enough that stim shut off. These were not the stim off events as noted by the patient. They are stim off due to low battery that we can see, but we cannot see "perceived therapy off". One consideration may be to have just a ld group for patient totry to see if she experiences the same thing. At this time tech services did not see anything that indicates a controller or recharger issue. Additional information was received from the patient and it was reported that the rep want her to call and request a controller and recharger replacement. Pt explained she is seeing no device found with and without the recharger, and her stimulation keeps turning off on its own. Pt stated the controller won't always say the stimulation is off but she doesn't feel stimulation. Pt stated this occurs multiple times a day. Pt stated she normally can feel stimulation if she contracts her muscles/grunts but on and off she will notice the stimulation sensation goes away no matter how hard she grunts/contracts. Pt stated no falls/trauma. Pt stated she rarely lets the stimulator battery depleted under 30%, maybe 1 day in the last 60 days. Reviewed possible adaptive stim (as). During the call, pt check group a, program 1 and it appears as was not enabled. Pt reported having 4 programs in group a. Pt mentioned she has adhd and does not carry her controller with her. Pt keeps the controller in the charging case. Emailed repair for replacement controller and recharger then directed pt to continue working with rep regarding stimulation turning off.

Event description:
Additional information was reported from rep who reported that therapy was lost while stim was on, but therapy was restored on (B)(6) 2021 after a charging session. Rep further reported that stim was loss due to low battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.